Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are product ID 3889-33 lot# va1fvu8, implanted: (B)(6) 2017, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va1fvu8, ubd: 29-mar-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that their device was removed on (B)(6) 2018. And that when she woke up from the surgery they told here it was like starting over. Patient further started that they did not know if the lead broke or came loose or if there was something wrong with the ins because the device stopped being effective a couple months after it was implanted in (B)(6) 2017 and they had a loss of therapy no further complications were noted or anticipated